Event description:
Catheter shaft separated from connection hub following placement in femoral vein of introducer set. Part of catheter retrieved immediately. Subsequent pelvic x-ray showed remainder of catheter still in pt's femoral vein. Vascualr surgeon performed cut down to retrieve remainder of catheter which fragmented. Follow-up x-ray demonstrated successful removal from pt.